Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - contacted customer on (B)(4) 2017 and customer states that he went to the e.r. At the ER the doctor check his blood glucose and it was ok. No treatment was provided to the customer. Doctor states to the customer to get a new meter.

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6), reporter, is calling on behalf of the customer. The customer is concerned with tests results from high results obtained of over 500mg/dl. The customer's expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report any symptoms. The product is stored an undisclosed location. The test strip lot manufacturer's expiration date is 11/21/2018 and open vial date is within the month of (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(4). Spoke with (B)(6) (wife of (B)(6) user of meter), (B)(6) stated (B)(6) was not home at this time but confirmed that (B)(6) was physically well and asymptomatic in relation to his diabetes. (B)(6) stated (B)(6) received a blood result of over 500mg/dl, I reviewed meter memory with (B)(6) during the phone interaction and was unable to confirm any results in a 500 range. (B)(6) stated that her husband was concerned with result and went to the emergency room (e.r.) She confirmed he did not have any symptoms related to his diabetes at that time. At the e.r. His glucose reading was taken and doctor confirmed that his result was okay. (B)(6) did not know what the result obtained at the hospital was. Based on the information provided to the doctor by (B)(6), the doctor told him the meter was not working. (B)(6) was not admitted to the hospital. Not treatment was provided to the customer. (B)(6) does not know what his expected results or if his results were taken fasting. Reviewed meter memory with (B)(6) and there were no blood results of over 500mg/dl. Asked if there was a possibility that the meter was held upside down when reading the result of the display, she was unable to confirm.